Event description:
It was reported that the catheter leaked. A 106cm x 12cm endovascular device was selected for use. Immediately after connection, the catheter leaked at the y connection. It was not possible to determine if coolant or thrombolytic was leaking. The leak was drop by drop. No troubleshooting was attempted. A container was placed underneath to prevent the bed from getting wet. It is unknown if the patient received an adequate amount of lytic. No patient complications reported.